Event description:
Sorin group USA received a report of blood leaking from the top of the oxygenator during a procedure. The oxygenator was used to complete the case with no issues. There was no pt injury.

Manufacturer narrative:
There was no pt injury. Sorin group USA received a report of blood leaking from the top of the oxygenator during a procedure. The oxygenator was used to complete the case with no issues. There was no pt injury. The device was not saved for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. Although this event does not meet the sorin group reportability criteria, a message was received from the perfusionist indicating that they believe this is a potential pt issue. This medwatch is being filed as a result of this allegation.